Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was being performed, however, the customer declined to complete the check. Multiple attempts were made to complete the system check, but no response was received. Customer blood glucose was 150 mg/dl.